Event description:
The customer reported that she was hospitalized with high blood glucose of 370 mg/dl and low blood pressure. Customer's symptoms included dehydration, vomiting, stomach discomfort, and poor vision. She was wearing the insulin pump at the time of the emergency room visit and was released about two and a half hours later. Customer had a follow-up scheduled with her healthcare provider for that week. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.